Manufacturer narrative:
Medtronic received the following information from a journal article entitled; preoperative distal aortic diameter is a significant predictor of late aorta-related events after endovascular repair for chronic type b aortic dissection oishi y, yamashita y, kimura s, sonoda h, matsuyama s, ushijima t, fujita s, tatewaki h, tanoue y, shiose a. General thoracic and cardiovascular surgery (2020) 68:1086¿1093 https://doi.org/10.1007/s11748-020-01318-1. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts and non mdt stent grafts were implanted in the endovascular treatment of for chronic type b aortic dissection & thoracic aortic aneurysms. The following malfunctions were observed; type ii endoleak, unknown endoleak the following adverse events were observed; rupture, aneurysm enlargement, rtad, sine, re-intervention. Patient deaths were reported but there is no causal link that the valiant stent grafts caused or contributed to these deaths.